Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; crease flat, deformation and the weight the device within specification. After autoclave cycle, voids and cloudy gel was observed. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. The events of pain, edema, inflammation/irritation, capsular contracture, and anxiety product/procedure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "red, inflamed blister on inner pole of left breast and pain," and "patient concern with the product."

Event description:
Healthcare professional reported "there was fluid and capsule was irritated and inflamed on the left breast. On the patient's left breast, there was a blister on the inner pole and it was inflamed and red." Healthcare professional additionally reported implant exchange from texture to smooth and capsular contracture, baker grade unknown. This record is for the left side. Device was explanted.